Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary rh_ed pod_e_a 2.1 half height cubie drawer failed. The drawer was not recoverable and does not open during recovery attempts. The customer stated that they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 2.1 half height cubie was failed and was unable to recover. A field service engineer (fse) responded to a reported drawer failure and, upon arrival, reviewed the virtual map in the drawer configuration menu, noting that the drawer was marked as failed while no cubie positions were active. The fse operated the drawer using configuration commands and observed normal functionality, and the drawer was successfully recovered without issue. The fse proceeded to inspect the rear of the unit and found that the latch sensor was completely dislodged from its assembly and that the assembly itself was loosely secured due to disengaged screws. The fse removed the loose screws, inspected the sensor housing, reinstalled and secured the latch sensor properly, and tightened the assembly. The fse then removed and reconnected all module and retractor cables and performed testing, confirming that the unit was operating correctly to resolve the issue. The system functioned as intended after the field service engineer repaired the device.